Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (ptca) procedure, stent damage was noted. The lesion location is unk. The procedure was completed with a different device. No pt injuries or complications were reported. Pt status is listed as "fine." The user facility has no additional information regarding this event at this time. Should further information become available, a supplemental MDR will be filed.